Event description:
It was reported that the patient experienced toxicity to various agents. The patient experienced acute intoxication. The patient was takin sleep medication in excess in suicidal intention. The patient received psychiatric consultation in follow up of this event. The event resulted in hospitalization or prolongation of hospitalization. The event was possibly or certainly related to the stimulation and medication. The outcome was resolved completely.

Manufacturer narrative:
(B)(4)